Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if any further issues arose.